Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-05652, 2134265-2013-05653. (B)(6) clinical study. It was reported post a percutaneous coronary intervention procedure, the patient expired. (B)(6) 2008, a 63% stenosed and 37mm long moderately calcified de-novo target lesion located in the left main coronary artery extending to the mid left anterior descending artery with a reference vessel diameter of 2.9mm was treated with pre-dilation of a non bsc balloon to 25 atm. A dissection was noted. A non bsc 3.0x33mm stent advanced; however, it was unable to cross the lesion. A 3.0x32mm taxus express2 stent was placed at 25 atm. The taxus express2 stent was post-dilated and ivus revealed the stent was well apposed with 23% residual stenosis. A 53% stenosed and 15mm long moderately calcified de-novo target lesion located in the proximal left circumflex artery with a reference vessel diameter of 2.7mm was treated with pre-dilation and placement of a 2.5x20mm taxus express2 stent, resulting in 12% residual stenosis post dilation. A 63% stenosed and 13mm long moderately calcified de-novo target lesion located in the 2nd obtuse marginal artery was treated with pre-dilation using a 2.25x15mm balloon catheter at 6 atm and placement of a 2.5x12mm taxus express2 stent which was deployed at 8 atm. The taxus express2 stent was post dilated with the same pre-dilation balloon at 10 atm, resulting in 14% residual stenosis. The patient was discharged on byaspirin and panaldine. (B)(6) 2012, the patient expired during dialysis with an unknown cause of death.